Manufacturer narrative:
H3: ge healthcare as investigation has been completed. The acoustic performance test was performed on the system and concluded that the testing meets the iec 60601-2-33 requirements and the osha levels are within the specification for this system configuration. It is the customer as responsibility to provide hearing protection for the patients with a noise reduction rating (nrr) of greater than 29 db as described in the operator manual. No system root cause was determined for this event. No corrections are required as the system was operating within specification. The most likely root cause is inadequate hearing protection.

Manufacturer narrative:
D: there are no additional device identification numbers. H3, 6: ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed. H3 other text : device evaluation anticipated, but not yet begun.

Event description:
It was reported that following an mr exam, a patient complained that the system was loud. The exam was paused, and the technologist checked on the patient and observed that ear plugs were not provided. After the technologist supplied the patient with ear plugs, the exam was completed. The patient continued to complain that it seemed loud throughout the exam and alleged that the ear plugs were not adequately positioned. The patient later indicated that they had seen a physician and were diagnosed with moderate hearing loss and tinnitus. It is unknown if the patient received any medical treatment or had any pre-existing hearing conditions.